Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that the hst iii system (4.3mm) failed to deploy after the surgeon had prepared it for use. A second hst iii system (4.3mm) was requested, but it also failed. The procedure was completed using another device.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/11/2026. An investigation was conducted on 03/04/2026. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off , which allows the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was not returned for evaluation. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11 the lot # 3000459992 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.